Event description:
(B)(4). It was reported that post a percutaneous transluminal angioplasty (pta) procedure the patient died. A venous occlusion was identified in the transjugular intrahepatic portosystemic shunt (tips), right portal branch. A wallstent rp 12.0mm/90mm was implanted. Technical success and angiographic result after the wallstent rp was implanted were rated as excellent and the clinical result, good. No procedural complications were reported. At discharge, evidence of improvement in the luminal diameter and hemodynamic success was not confirmed. Clinical success is marked yes. The discharge documentation indicates that the patient died two days after the procedure. No further data was provided.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.